Event description:
A malfunction alarm occurred, identified by the code malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support provided pump reset information, and assisted the customer with resetting the pump as a corrective action.